Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip jumping. It was reported that during preparation, resistance was felt while unlocking causing the mitraclip to over-invert; therefore, the device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.

Manufacturer narrative:
Device codes: 4012 labeled. Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue (resistance while unlocking), difficult to open or close (clip) and physical resistance of the arm positioner could not be confirmed returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (resistance while unlocking), difficult to open or close (clip) and physical resistance of the arm positioner cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.